Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: patient was implanted with a uss construct date unknown. It was discovered on an unknown date there is a loosening of the implants. The product was not reported as explanted, remains implanted. No further information is available. Additional information has been requested. This is 9 of 16 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.